Manufacturer narrative:
Manufacturer control no. 30081. Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the catheter was being used on a (B)(6) male patient in the cardiac care unit. After 12 hours of use, the balloon was found leaking. As a result, it was successfully replaced with a new intra aortic balloon (iab). There was no delay in treatment, no patient death and no patient complications were reported. The patient later expired. Additional information received on (B)(4) 2011 from the distributor stated the pump alarmed and blood was found in the tubing. The patient presented in the emergency room with low blood pressure and the physician performed CPR and then used the iab. It was stated the death is not related to using the iab, but due to the terrible condition of the patient.